Manufacturer narrative:
Additional information: additional information received from customer which the following fields were updated accordingly: section a5: race: caucasian (white). Section b5: it was reported that the lens was explanted due to double vision while driving. That the patient's issues or symptoms first noticed after his post-op appointment. The current outcome of the patient is stable and well-maintained. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a5 (race): unknown/ not provided. Asku. Section b3: date of event: unknown, not provided, but the best estimate date is between(B)(6) 2023 and (B)(6)2023. Section h3-other (81): the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted

Event description:
It was reported that a toric intraocular lens (iol) was explanted from a patient's right eye due to double vision diving/distance which the patient could not perform as part of their daily activities. The patient¿s best spectacle corrected visual acuity (bscva) pre-op: 20/50 - post-op: 20/30. The issue was noted during post-op examination. Another toric lens of the same model, but lower diopter (14.0d) was used a replacement lens. No unplanned medical or surgical interventions required, and no patient injury reported. The patient outcome, status was reported as temporarily impaired. The lens is not available for return as it was discarded. No further information was provided